Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion (location not specified). On 09/15/2024, the patient woke up not feeling well, no specific physical symptoms were reported. The patient¿s cgm was reading in the 300s mg/dl, and the bg meter was reading in the 600s mg/dl. The patient self-treated with 10 units of insulin. Around 8am, the patient changed her omnipod site and the patient¿s bg value at this time was 148 mg/dl (post treatment with insulin). No cgm comparison value was reported at this time. Around 12pm, the patient then lost consciousness and was found by her mother. It was not specified what occurred between 8am and 12pm, or whether the patient was still receiving inaccurate cgm values. Emergency medical service (ems) was called and once they arrived, the patient¿s bg level was 15 mg/dl. There was no documentation of what treatment was provided to the patient by ems, or what events occurred after their arrival. Attempts to reach the patient for further events details were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator post treatment and after ems arrived. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.